Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device had multiple errors from the generator to reposition jaws. The device was not on thick tissue and became increasingly difficult to cut and seal. The device was replaced with another with no issues. Upon further evaluation, it appears that the I-blade is slightly off track which could be the issue. There were no patient consequences reported. One device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the jaws closed and stuck. Upon visual inspection it was noted that the upper jaw was damaged at the proximal side. This caused the opening and closing issues. The device was connected to the generator and it was recognized. Because the jaws were stuck and damaged not all functional testing could be performed with the generator nor the test media. Although we were unable to replicate the reported alert screen during testing, it is possible that the generator will display an alert screen such as "reposition jaws and reactive", this is advising that the instrument is being activated on low impedance as a result of a short on the electrode and jaws due to the jaws distortion on the proximal side. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.